Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and a rise in temperature in the spindle housing was confirmed. Based on the investigation detail, the likely cause for the alleged overheating was the nose cone being tight on the bur shield along with the driveshaft and bearings, which have been replaced. The handpiece was repaired and returned to the customer.

Event description:
It was reported that the handpiece began overheating prior to the beginning of an oral surgery. There was no reported patient or user injury, and the procedure was completed successfully with another device that was on hand.